Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent migration occurred. A percutaneous coronary intervention was being performed on a lesion in the ostial right coronary artery. A synergy stent was implanted but migrated proximally (1-2 mm) during deployment. The procedure was successfully completed without issue or patient injury.